Event description:
It was reported to vyaire medical that the unit running on a patient during a transport. This unit was running on the patient on volume ac, vt 450, rate 18. It was noticed the respiratory rate on their external etco2 monitor was reading 12-14 consistently. They are aware this is an external monitor, not the vent. The vent was reading 18 as well. They took the unit aside after the transport and had the rate still set to 18 and timed the breaths with a watch and got 12 breaths per minute. No patient harm was reported.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.